Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred and the alarm did not clear. The customer's blood glucose level was 228 mg/dl. Multiple follow-up attempts were made by tandem technical support to confirm that the altitude alarm was cleared; however, the customer did not respond.